Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter tip shearing occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "upon opening the IV catheter packaging and inspecting the device, the rn noted the catheter tip was sheared and did not place."

Event description:
It was reported that catheter tip shearing occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "upon opening the IV catheter packaging and inspecting the device, the rn noted the catheter tip was sheared and did not place."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received a 20ga insyte autoguard bc assembly. The needle was received fully retracted. Along with a needle cover within an open package from lot number 8200662. Through the visual/microscopic evaluation of the opened unit a white-clear speck was found on the plastic bag of the unit was received. The photographs displayed similar findings to that of the returned unit. The white-clear material observed near the catheter tubing was confirmed to be non-foreign (plug shavings) which resulted from manufacturing during the assembly process. A device history record review showed no non-conformances associated with this issue during the production of these batches.